Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A .0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure wsa completed with another of the same device. There were no patient complications nor injuries reported.